Event description:
Event description guidant received information that this ventricular implantable lead exhibited noise that was recorded by this implantable cardioverter defibrillator (ICD) on the rate/sense and shocking channels, subsequent to appropriate shocks being delivered. Shocking lead impedance measurements decreased slightly. Additionally, this ICD went from beginning of life (bol) to end of life (eol) in just over two years. This ICD was explanted and during the procedure, this lead was noted to have insulation degradation and a fractured conductor coil. A portion of this lead was severed and the lead surgically capped. Both items were successfully replaced and returned for analysis.